Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Surgeon reported that approximately 2 weeks prior during the lasik procedure of a patient there was suction loss while the laser was firing during the creation of the side cut. There was an incomplete side cut as a result. The surgeon attempted multiple times to complete the side cut only however, continued experiencing the suction issue and decided to abort the case that day and completed on a different day. Surgeon reported there was no loss of best corrected visual acuity on this patient after surgery.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.